Manufacturer narrative:
An event of air embolism, cardiovascular failure and hemorrhage observed during the implant was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. It was reported that the aspiration was performed at the delivery sheath. Per the instructions for use, "aspirating is not recommended because air can be introduced into the system¿. The aspiration may have contributed to the reported event. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant with a 12f amplatzer amulet delivery sheath. After the transeptal puncture, an unknown introducer sheath was exchanged to the amplatzer amulet delivery sheath. It was noted the hemostasis valve was connected to the loader hub per instructions for use (IFU) and the loader was connected to the delivery sheath prior to the delivery sheath's introduction to patient anatomy. No air was reportedly seen in device and there was no continuous flush being performed. It was reported there was no back-bleeding and "no sucking noise" initially noted so a decision was made to remove the system. Aspiration was performed in the coronary vessels with an unknown aspiration catheter that was not connected to the amplatzer amulet delivery system. The system was reinserted via wet to wet connection while rinsing the device. It was then reported the patient developed an air embolism and cardiovascular failure while attempting to advance the amulet through the delivery sheath. A decision was made to perform resuscitation and a cardiac catheterization for the air embolism. Air embolism was confirmed via echocardiogram leads and pressure curve on the monitors. The patient was then transferred to the intensive care unit. The patient's pupils were noted narrow, isochoric and slow to respond to light. A following angiography could not confirm a stroke occurred. It was reported a right temporo-occipital subarachnoid hemorrhage was noted. During further hospitalization, the patient was stable under analgesic therapy. The patient was administered tinzaparin therapy and a cerebral follow up scan on (B)(6) 2023 found the subarachnoid hemorrhage had fully resolved. The current patient status was reported as improved and discharged. The physician alleged the air embolism was due to having a hemostasis valve on the loader of the amplatzer amulet rather than the amplatzer amulet delivery sheath.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 19 december 2023, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant with a 12f amplatzer amulet delivery sheath. After the transseptal puncture, an unknown introducer sheath was exchanged to the amplatzer amulet delivery sheath. After replacing the delivery sheath, the patient developed an air embolism and cardiovascular failure. A decision was made to perform resuscitation and a cardiac catheterization for the air embolism. Air embolism was confirmed via echocardiogram leads and pressure curve on the monitors. The physician attributed the air embolism due to a missed hemostasis valve on the amplatzer amulet delivery sheath. It was confirmed the hemostasis valve was connected to the loader hub per instructions for use (IFU) and the loader was connected to the delivery sheath prior to the delivery sheath's introduction to patient anatomy. There was no air seen in device. Aspiration was performed at the delivery sheath. There was no continuous flush being performed. The patient was then transferred to the intensive care unit. Pupillary difference was noted and a following angiography could not confirm a stroke occurred. The patient status was reported as recovered and stable.